Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above the normal reference range, for one pt involving synchron lx I 725 system. The elevated result was not reproducible and was not released out of the lab. Subsequent testing produced a result within the normal reference range. There was no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit on (B)(4) 2009. The fse replaced the sample pipettor and wash tower nozzle due to visible wear. The fse adjusted the ultrasonics voltage and performed another sys check, which failed. The fse changed the aspirate probes, substrate probe and cleaned the dispense probes. A high sensitivity (hs) sys check and a 50-repetition precision test passed within specs. The unit conformed to the MFR's published performance specs. The fse tested the pt's sample five times, and the results did not meet creatine kinase-mb (ck-mb) precision claims. The pt's samples were centrifuged for 10 minutes. Qc (qc) was within specs prior to and after the event. Sys check performed on (B)(6) 2009 conformed to specs. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.